Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: "material #: 368835. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter. The customer stated: we have now had a further incident with another vaccutainer 368835 involving the needle snapping from the holder both products have different lot numbers. None of these incidents have resulted in a needlestick injury to patient or staff. I have both products here on my desk , could you please arrange to have them collected from the address below.